Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue where new orders are not crossing to pyxis. The technical support specialist conformed that the es specialist restarted services and pse advised to increase ram on app server, request hit to optimize db server performance to resolve the issue. The technical support specialist stated the issue occurred when issuing medication to patient and there was a delay in the process. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the new orders from epic are not crossing over to pyxis. There were no adverse events or injuries reported based on this event.